Event description:
Physician reported that they have had 4 and possibly a 5th patient treated with zoll circulation cooling catheters result in dvt (deep vein thrombosis) in the last month. Three of these were ICU patients, of this one with traumatic brain injury and one was a post cardiac arrest patient. This report is to address the 4th and 5th patient as no other information was able to be provided. Note: although specific information was not provided, this report is submitted to capture the reported comment concerning the 4th and 5th patient.

Manufacturer narrative:
The catheter will not be returned to zoll medical corporation for analysis therefore a supplemental report will not be submitted. Product labeling "instructions for use" states that: "possible complications with central venous catheters include: atrial or ventricular perforation, cardiac tamponade, air embolism, catheter embolism, thoracic duct laceration, bacteremia, septicemia, thrombosis, inadvertent arterial puncture, hematoma formation, hemorrhage, nerve damage and dysrhythmias". Note: first patient is reported under MFR# 3003793491-2013-00644. Second patient is reported under MFR# 3003793491-2013-00645. Third patient is reported under MFR# 3003793491-2013-00647.